Event description:
It was reported that a request was made to review stored episodes related to this right ventricular (rv) lead. Technical services (ts) noted that there appeared to be oversensed noise that appeared to be non-physiologic, which resulted in an inappropriate burst of anti-tachycardia pacing (atp). Ts recommended further evaluation of lead integrity and position, as well as possible lead revision due to the system being more than 15 years old. Programming options to avoid oversensing were noted to be limited. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a request was made to review stored episodes related to this right ventricular (rv) lead. Technical services (ts) noted that there appeared to be oversensed noise that appeared to be non-physiologic, which resulted in an inappropriate burst of anti-tachycardia pacing (atp). Ts recommended further evaluation of lead integrity and position, as well as possible lead revision due to the system being more than 15 years old. Programming options to avoid oversensing were noted to be limited. This lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that x-ray evaluation was performed and that all leads remained in the appropriate location. Programming enhancements were performed. This lead remains in service. No additional adverse patient effects were reported.